Event description:
It was reported that a catheter issue occurred resulting in vessel perforation. An opticross 6 imaging catheter was advanced over an unknown wire for ultrasound examination of the target lesion. During the procedure, the catheter came off the wire and a vessel perforation was noted which was likely caused by the catheter being advanced without being on the wire. The procedure was not completed due to the perforation, and the patient underwent coronary artery bypass grafting (CABG).

Manufacturer narrative:
D2b: pro code (product code) itx, obj. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
D2b: pro code (product code) itx, obj. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual and microscopic inspection revealed that the sheath and the telescope were kinked and no damages or failures on the catheter code pcba (ccp) board assembly nor on the hub connector pins. The guidewire exit port was in good condition, but the tip was damaged. A good square image appeared in the ilab system during image characterization testing, and impedance testing confirmed that there were no electrical issues with the device. The catheter flushed normally when the telescope was fully retracted and fully advanced. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Event description:
It was reported that a catheter issue occurred resulting in vessel perforation. An opticross 6 imaging catheter was advanced over an unknown wire for ultrasound examination of the target lesion. During the procedure, the catheter came off the wire and a vessel perforation was noted which was likely caused by the catheter being advanced without being on the wire. The procedure was not completed due to the perforation, and the patient underwent coronary artery bypass grafting (CABG).